Event description:
A surgeon reported that during vitrectomy surgery, the cutter stopped cutting. The cutter was exchanged and the surgery was completed with no harm to the patient.

Manufacturer narrative:
Visual assessment of the returned vitrectomy probe revealed a bent needle. The bond interface between the needle and the body was determined to be cracked. Functional test determined that the probe would not cut properly. The probe was disassembled and the components inspected. There are no obvious signs of potential cause why the probe would fail the cut test except for the bent needle. The aspiration path was tested and no occlusion detected. The device history records for the component lots were reviewed. The associated lots were released based on company acceptance criteria. The root cause is a bent needle. (B)(4).